Manufacturer narrative:
(B)(4). Report source, foreign: colombia. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial procedure the threads fractured. The fractured pieces were removed and a screw was used to complete the procedure. No additional patient consequences were reported.